Event description:
"The lead impedance was high and the physician thought it to be associated with the device." The physician elected to leave this lead in service. Lumax 340 dr-t, MDR 1028232-2009-01475.